Manufacturer narrative:
Customer provided no further information pertaining to part number or lot number.

Event description:
Information was received that the cadd cleo infusion set customer has experienced high bg due to kinked cannulas. Bg level approximated in the 400's mg/dl. Customer experienced kinking with cleo infusion sets. Customer is self-administering mdi. No reported adverse effects.